Manufacturer narrative:
According to the customer, in (B)(6) 2023 when sitting on the side of the bed, her mother was "reaching for something", while "holding onto the bed rail", and "slipped off the bed" causing her to break her "leg".

Event description:
According to the customer, in (B)(6) 2023 when sitting on the side of the bed, her mother was "reaching for something", while "holding onto the bed rail", and "slipped off the bed" causing her to break her "leg".